Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly reset. Additionally, it was reported that the pump touch screen was unresponsive and no longer functional. The customer's blood glucose level was in the 260 (mg/dl) range. The customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The failure investigation has been completed and the unexpected reset issue was verified. Based on the analysis, the alleged touch screen issue could not be verified.